Manufacturer narrative:
Block d4 this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a0401 is being used to capture the reportable event of cinch wire break. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The cinch handle was manually broken, and it was discovered that the cinch wire had broken. The procedure was completed when the physician manually deployed the cinch. As a result of this event, the procedure was delayed by approximately 40 minutes. There was no patient complications reported as a result of this event.